Event description:
A customer reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 35 by technical support. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer agreed to use a backup insulin pump temporarily. The customer was informed that they would receive a replacement pump with updated software. The customer understood how to put the pump into storage mode for its return.